Event description:
It was reported there was no capture at 10 volts and both leads were capped. No patient complication has been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.